Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Device had scratched lens and lifting downstream occlusion (dso) seal. Functional testing performed. The reported problem was not duplicated. Device operated as intended although found multiple errors in the event history log (ehl) and contamination of the dso sensor from fluid ingression, which is related to the complaint and does not meet specification. The root cause was the downstream sensor. Replaced the downstream sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a faulty cassette sensor. The fault occurred during annual maintenance and inspection. There was no patient involvement, and no patient harm/adverse event reported.